Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that after performing a software version upgrade, the motion control would not home and tilt and door open/close functionality did not work. No patient involvement.

Manufacturer narrative:
The system was serviced in the field, and the gantry mc was replaced. Firmware was installed, and software reinstalled; however, the issue was still present. Both gantry and positioner mcs now trip wdt every 1-3 minutes. New tilt motor and mcs ordered and replaced. Firmware was installed again, rehomed motion, calibrated tilt offset, and a system checkout was performed. The system was fully functional and 4.2.1 software version installed. Concomitant medical products: other relevant device(s) are: kit svc o2 bi71000180 enclosure motion svc o2 bi71000442r gtmtr ctl new amp rfb kit svc o2 bi71000212 drive assy tilt kit svc o2 bi71000180 enclosure motion kit svc bi71000429 door winch replacemnt kit svc o2 bi71000443 pos mot ctrl namp. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3,h6: a hardware analysis was initiated to determine the probable cause of the reported behavior. Analysis found that the complaint was not verified. There was no functional failures found with the returned hardware part. Code b01 is applicable and previously reported. Codes c19 ,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.